Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Johnson & johnson canada reports during hip surgery, dr ratte noticed that the trial head could not be removed from neck segment with ease. He had to use hammer to knock it off from the segment. Seems the small metal ring on the neck segment is defective. No patient harm. The device associated with this report was not returned. Provided information states the metal ring on the neck segment is damaged. Follow up information found the metal ring around the tip extended and was causing the trial head not to be removed easily. With no instrument returned and no more information, no root cause can be determined for this specific instrument. A search of the complaint database did not identify a trend for the metal ring sticking out. The lot number was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hip surgery, dr (B)(6) noticed that the trial head could not be removed from neck segment with ease. He had to use hammer to knock it off from the segment. Seems the small metal ring on the neck segment is defective. No patient harm, no debris.